Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results for multiple patients tested on two different coaguchek meters, serial numbers (B)(4), over a week timeframe at two different sites compared to an unspecified laboratory method. The customer provided the inr results for 7 different patients of which 6 were a reportable malfunction. This medwatch will cover strip lot 31404711. Please refer to medwatch with patient identifier (B)(6) for information on strip lot 29494211. Patient 1 result from meter serial number (B)(4) using strip lot 29494211 was >8 inr. The laboratory result was 5.9 inr and was obtained within 10 minutes of the meter results. Patient 2 result from a meter was 5.0 inr with a laboratory result of 3.7 inr. Patient 3 result from a meter was 5.6 inr with a laboratory result of 4.3 inr. Patient 4 result from a meter was 7.6 inr with a laboratory result of 5.5 inr. Patient 5 result from a meter was 5.3 inr with a laboratory result of 3.8 inr. For patients 2 - 5 the specific serial number of the meter and the strip lot used were not known but were requested. The meter and laboratory results were obtained within minutes of each other. Specific times not provided. No further details were provided for patient's 2 - 5. On (B)(6) 2018 patient 6 result from meter serial number (B)(4) using strip lot, 31404711 was 5.9 inr. The laboratory result was 4.2 inr and was obtained within 5 minutes of the meter results. Patient 6 is (B)(6) female with a date of birth that was requested but not provided. Patient 1 and 6's therapeutic ranges were 3.0 - 4.0 inr. For patient's 1 and 6, it was stated that the meter results were reported to the physician and that the meter results did cause or contribute to treatment being initiated, changed, or withheld from the patient. For patient 1 it was stated that the meter result caused or contributed to medical intervention. For patient 6 it was stated that the patient's treatment was adjusted after obtaining the laboratory result. The current condition for patient's 1 and 6 were both provided as "well." Retention test strips (294942 and 314047) were tested in comparison to master lot #286321-80 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention materials as tested complies with specifications. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.